Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that on an unspecified date, the patient experienced a blood glucose of 499 mg/dl with nausea and an unspecified level of ketones. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal and bolus totals matched the patient¿s programmed settings and that all were recorded as programmed. The patient was able to deliver one unit via air bolus while on the phone with cts which was recorded correctly in the pump¿s history. It was determined by cts that an incorrect manual calculation of insulin dosage contributed to the increase in the patient¿s bg. However, use error of the incorrect bolus type being programmed also contributed to the bg excursion. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause while using insulin pump therapy.

Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.